Event description:
A hydra jag was used for a therapeutic ercp. There was smooth cannulation of the bile duct, wiht no known cannulation of the pancreatic duct. Fourteen hours after the procedure, the pt developed pancreatitis and was admitted to the intensive care unit, suffered an anoxic brain event and then went into multiple organ failure and eventually expired. It should be noted that the pt did not have any other health problems other than hepatitis c with a normal liver. In additional, the physician on the case does not believe that the device malfunctioned but because the wire is stiffer than usual, the curve might not flatten out easily enough and is putting pressure on the pancreatic duct.